Event description:
During two separate intubations at (B)(6) hospital, the provu 8" monitor screen glitched, or the picture turned off and the provu warning screen appeared. The anesthesia staff was able to determine that the cause of these events were due to a worn out or faulty provu amplifier cable. The provu screens appear to be functioning properly after new amplifier cables were installed and the old cables were disposed of. Due to the fact that the same adverse event occurred during intubations on the same day, the or reported the concern to the facility's risk management team and since then, all provu units have been pulled from the or. The anesthesiologists were able to intubate both patients using either a direct laryngoscope or glidescope. No patients were harmed. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
This complaint is covered by an existing scar (scar-28) - awaiting results of the scar. Sample unavailable.

Manufacturer narrative:
This complaint is covered by an existing scar (B)(4).

Event description:
During two separate intubations at (B)(6) hospital, the provu 8" monitor screen glitched, or the picture turned off and the provu warning screen appeared. The anesthesia staff was able to determine that the cause of these events were due to a worn out or faulty provu amplifier cable. The provu screens appear to be functioning properly after new amplifier cables were installed and the old cables were disposed of. Due to the fact that the same adverse event occurred during intubations on the same day, the or reported the concern to the facility's risk management team and since then, all provu units have been pulled from the operating room. The anesthesiologists were able to intubate both patients using either a direct laryngoscope or glidescope. No patients were harmed. No serious injury/harm to patient, no indirect harm, no required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths.

Manufacturer narrative:
This is an initial report.

Event description:
During two separate intubations at (B)(6) hospital, the provu 8" monitor screen glitched, or the picture turned off and the provu warning screen appeared. The anesthesia staff was able to determine that the cause of these events were due to a worn out or faulty provu amplifier cable. The provu screens appear to be functioning properly after new amplifier cables were installed and the old cables were disposed of. Due to the fact that the same adverse event occurred during intubations on the same day, the or reported the concern to the facility's risk management team and since then, all provu units have been pulled from the or. The anesthesiologists were able to intubate both patients using either a direct laryngoscope or glidescope. No patients were harmed. No serious injury/harm to patient no indirect harm , no required intervention to prevent permanent damage , no hospitalisation - initial or stay prolonged by 1 day or more , no serious injury, disability or permanent impairment , not life threatening , no deaths.

Event description:
During two separate intubations at (B)(6) hospital, the provu 8" monitor screen glitched, or the picture turned off and the provu warning screen appeared. The anesthesia staff was able to determine that the cause of these events were due to a worn out or faulty provu amplifier cable. The provu screens appear to be functioning properly after new amplifier cables were installed and the old cables were disposed of. Due to the fact that the same adverse event occurred during intubations on the same day, the or reported the concern to the facility's risk management team and since then, all provu units have been pulled from the or. The anesthesiologists were able to intubate both patients using either a direct laryngoscope or glidescope. No patients were harmed. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
This complaint is covered by an exisitng scar (scar-28).

Manufacturer narrative:
This complaint is covered by an existing scar (scar-28).

Event description:
During two separate intubations at (B)(6) hospital, the provu 8" monitor screen glitched, or the picture turned off and the provu warning screen appeared. The anesthesia staff was able to determine that the cause of these events were due to a worn out or faulty provu amplifier cable. The provu screens appear to be functioning properly after new amplifier cables were installed and the old cables were disposed of. Due to the fact that the same adverse event occurred during intubations on the same day, the or reported the concern to the facility's risk management team and since then, all provu units have been pulled from the or. The anesthesiologists were able to intubate both patients using either a direct laryngoscope or glidescope. No patients were harmed. No serious injury/harm to patient, no indirect harm , no required intervention to prevent permanent damage , no hospitalisation - initial or stay prolonged by 1 day or more , no serious injury, disability or permanent impairment , not life threatening , no deaths.

Manufacturer narrative:
This complaint is covered by an existing scar (scar-28).

Event description:
During two separate intubations at riverside community hospital, the provu 8" monitor screen glitched, or the picture turned off and the provu warning screen appeared. The anesthesia staff was able to determine that the cause of these events were due to a worn out or faulty provu amplifier cable. The provu screens appear to be functioning properly after new amplifier cables were installed and the old cables were disposed of. Due to the fact that the same adverse event occurred during intubations on the same day, the or reported the concern to the facility's risk management team and since then, all provu units have been pulled from the or. The anesthesiologists were able to intubate both patients using either a direct laryngoscope or glidescope. No patients were harmed. No serious injury/harm to patient, no indirect harm, no required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths.